Event description:
The customer reported the system displayed a collimator iris pot error message with no pt involvement, and the fse noted the system would not display live images. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage and interconnect cables. The system operates as intended.